Event description:
It was reported that the patient was having symptoms of withdrawal (loss of therapeutic effect), nausea, pain, and sleepiness. Reporter stated a motor stall had occurred sometime between (B)(6) 2012, which was the patient's refill date, and (B)(6) 2012. There was a 48 hour tube set message. There was no motor stall recovery. It was reported that the critical pump alarm was audible on (B)(6). Due to the motor stall, the pump was to be replaced on (B)(6) 2012. Additional information has been requested at this time; a supplemental report will be submitted if additional information is received. The medication in the pump was hydromorphone (dilaudid) 2mg/ml, 1mg/day, and bupivacaine (marcaine) 15mg/ml.

Event description:
It was reported the pump was explanted.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006 explanted; product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).